Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. Ts recommended removing some of the loctite from the threads of the screws. Customer removed some loctite from the screws and the unit passed testing. Reported issue was resolved.

Event description:
Customer contacted technical support (ts) stating that they could not get a ground reading from the screws of the oxygen (o2) retention plate. The customer reported there was no patient involvement.